Event description:
It was reported that the customer had not been using the insulin pump for nine months. Customer was ready to start using it again and stated that when inserting the battery, the display is blank, device is not responding. Customer has owned the insulin pump for three years. Customer stated that the battery cap is damaged. No other damage to the insulin pump was reported. The battery cap will be replaced. Blood glucose is 6.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.